Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing frequent hypoglycemic episodes, typically after meal announcements. On this date, the user¿s blood glucose (bg) was 75 mg/dl before breakfast. Due to concern about a low, the user ate a muffin with coffee and cream without announcing a meal. The bg subsequently rose to 311 mg/dl. The ilet delivered several correction doses, and bg then decreased to 69 mg/dl. The user consumed cranberry juice to correct the low. At the end of the event, bg was 100 mg/dl. The ilet device alerted the user of glucose excursions. No symptoms, external assistance, or medical intervention occurred.